Manufacturer narrative:
Submit date: 05/18/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports that the trocars are difficult to take out and samples are not able to be removed. Doctors sometimes need to puncture up to three times to get the required sample and patients need to be sedated multiple times as a result.